Event description:
The resection sheath was returned to the service center with a report of water leakage. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, found the ceramic tip (insulation) was broken. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reported issue is caused by a component failure of the insulation. The most likely cause is that some excessive force was applied. The insulation failure is mechanical component problem, but the root cause of the insulation failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.